Manufacturer narrative:
A ge representative evaluated the system and replaced the 24 volt power supply in the c-arm. The system operates as intended.

Event description:
The customer reported the system would not produce images. No pt injury was reported.